Event description:
International affiliate reports the microsenor was inserted and the device indicated the pt had intracranial pressure of 20mm hg for 48 hours. The sensor then suddenly indicated an icp of 90 mm hg. The pt also had an external ventricular drain inserted and the reading of that drain remained at about 20 mm hg. The pt's condition was relfective of an icp reading of 20 mm hg and not the 90mm hg indicated by the sensor. The doctor removed the sensor due to the inaccuracy of the reading. The pt's condition improved and is now satisfactory.